Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging pleural effusion. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be performed at this time. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
This is a correction to a previously submitted report. The report was submitted under the incorrect customer facility notification (cfn) number. The correct MDR report number is: 2518422-2025-048144. Please disregard the previous report submitted under cfn: 2031532, as it was submitted in error. All information provided in this correction remains consistent with the original report, except for the updated MDR number and cfn correction.